Event description:
Trend of increasing infiltration of IV sites. IV catheter for 20 and 22 gauge material feels softer and more pliable. Reported that it bends easily.

Event description:
Trend of increasing infiltration of IV sites. IV catheter for 20 and 22 gauge material feels softer and more pliable. Reported that it bends easily.